Event description:
7122 rv lead: insulation breech, oversensing, causing dependent patient to not pace at times. Low impedance (low 200s). Attempted laser lead removal. Could not remove so the remaining portion was capped in place. 1488t ra lead: dislodgement. Failed laser lead removal. Lead turned off. Was put into the atrial port of the new bi-v ICD. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).